Manufacturer narrative:
Inspected one opened and used sensor and performed a visual inspection, found bent electrode and sensor failed per inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the insulin pump was alarming sensor error. Customer's blood glucose level was 99 mg/dl. Troubleshooting was performed. Sensor is fully inserted to and flat against the skin. Reviewed carelink personal account determined that no data was available after sensor error. Connector pins are not damaged. Sensor feature is on. No further information reported.